Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the device evaluation and legal manufacturer's investigation. The customer returned the device to the service center for evaluation. The customer¿s complaint of a ¿ black image only with the pedal connector¿ was confirmed due to a bent video connector pin. The unit was equipped with out dated software. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the root cause could not be identified at this time. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. Per the manufacturer¿s instructions for use (the phenomenon might have been prevented): no image the observation monitor is not turned on. Turn on the power of the observation monitor according to the "instruction manual" of the observation monitor. The endoscope or camera head is not connected properly. Connect the endoscope according to the "instruction manual" and "6.3 connecting the endoscope" of the endoscope. The monitor cable connection is incorrect. Connect the monitor cable according to "3.5 connecting an observation monitor". The output setting of the observation monitor is not appropriate. Set appropriately according to the "instruction manual" of the observation monitor. Various setting screens are displayed. Press the "menu" key on your keyboard or the menu button on the front panel to display the endoscopic image. The color bar image is displayed. Press the "esc" key on the keyboard or the menu button on the front panel to display the endoscope screen. The brightness setting of the observation monitor is not correct. Set it appropriately according to the "instruction manual" of the observation monitor. The synchronization signal setting of the observation monitor is not appropriate. Set it appropriately according to the "instruction manual" of the observation monitor. A foreign body (chemical residue, water stain, sebum dirt, dust, gauze lint, etc.) Is attached to the electrical contact of the scope connector part. Wipe the electrical contacts on the scope connector with gauze moistened with disinfectant ethanol, then dry thoroughly. After drying the scope connector, securely connect the endoscope to the output connector of the light source. 6.3 endoscope connection: connect the video connector in a sufficiently dry state, including the electrical contacts. If it is wet, wipe according to the "instruction manual" of the endoscope. If it is wet, the image may disappear or lead to malfunctions such as flickering. 1. Make sure that the product and peripherals are turned off. 2. Check that there are no abnormalities such as bending or crushing the electrical contacts inside the video connector receiving of this product. 3. Make sure that the electrical contacts on the video connector on the videoscope are free of any abnormalities such as bending or crushing. 4. Connect the videoscope light guide connector to the light source device (see figure 6.2) for information on how to connect, refer to the "operating instructions" of the light source device. 5. Connect the video connector on the videoscope to this product. Hold this product by hand so that it does not move, turn up the up indicator of the video connector, and push it into the video connector reception of this product until it stops "clicked". Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that during testing an ¿e311¿ error message was observed and there was no image on the unit¿s display. There was no patient involvement reported.

Manufacturer narrative:
As part of our investigation, the technical assistance center (tac) spoke with the customer about the image issue. The customer reported that two different scopes were connected to the unit and the image issue did not resolve. Tac recommended that the unit be returned for repair. The current status of the unit is unknown at this time. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.